Event description:
As reported, the 8x30 precise pro rx self-expanding stent (ses) detached from the delivery system. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8x30 precise pro rx self-expanding stent (ses) detached from the delivery system. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
As reported, the 8x30 precise pro rx self-expanding stent (ses) detached from the delivery system. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made. A non-sterile unit of the precise pro rx ous carotid system was received for evaluation. Per visual inspection, the unit was found to be fully deployed, and the stent was not returned for this evaluation. Multiple kinks were observed along the device shaft, located approximately 10 cm, 35 cm, 70 cm, and 134 cm from the distal tip. The hemostasis valve was received in the locked position. No additional anomalies were observed during this evaluation. Measurements were referenced using a calibrated ruler. Per dimensional analysis, verification of the usable length and the outer sheath length could not be performed due to the kinked condition of the device, which impeded accurate measurement. Functional testing was not performed, as the device was received in a fully deployed condition. However, the deployment mechanism was manually evaluated by resetting the device to its manufactured condition to simulate the stent deployment process. The mechanism was actuated during this simulation, and no anomalies were observed during the functional evaluation. The product history record (phr) review of lot 18420497 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿stent delivery system (sds)-deployment difficulty-premature deployment¿ was not observed through analysis as the stent was fully deployed and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the very limited information available for review and product analysis, it is not possible to determine what factors that may have contributed to the reported stent detachment, particularly since it is unknown when the detachment occurred or whether the deployment mechanism was intentionally activated by the user. Depending on the timing of the stent detachment, preparation factors and/or procedural/handling factors may have contributed to the issue. Multiple kinks were also observed along the shaft of the device, which likely resulted from handling factors. If these conditions were present at the time of stent detachment, they could have contributed to the stent exposure. However, as this condition was not reported by the user, it is unknown whether the kinks occurred during the procedure or as a result of post-procedure manipulation. According to the instructions for use (IFU), which is not intended to mitigate risk, it cautions, ¿if resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ the IFU also instructs, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection on the tuohy borst valve to expel air. Ensure that the tuohy borst valve is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port. While covering the guidewire exit port with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip and the space between the outer sheath radiopaque marker and the catheter tip. Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection on the tuohy borst valve. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ neither the product analysis, the phr review, nor the available information suggests that the reported failure is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, the 8x30 precise pro rx self-expanding stent (ses) detached from the delivery system. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Event description:
As reported, the 8x30 precise pro rx self-expanding stent (ses) detached from the delivery system. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
As reported, the 8x30 precise pro rx self-expanding stent (ses) detached from the delivery system. There was no reported injury to the patient. Additional information and device return were requested; however, neither were obtained after multiple attempts made. The device was not returned for analysis. A product history record (phr) review of lot 18420497 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty premature deployment¿ could not be verified as the device was not returned for analysis. The exact cause of the issue experienced by the customer cannot be determined. With the limited amount of information provided and without the return of the device for analysis, it is difficult to ascertain the root cause between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive actions will be taken at this time.